Manufacturer narrative:
This report is for an unknown constructs: cslp/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The current report is a retrospective analysis of 18 patients who underwent posterior decompression/excision + instrumentation without graft whose data was prospectively collected in the swespine registry, for the period between january 02, 2006, and november 22, 2020, operated on with mountaineer instrumentation and where two cases were combined with a cslp plate anterior. Their mean age was 66 years (range 45-82). Females were 7 (39%). Proms: 2 unchanged pain. Readmission: 1 registered case which underwent re-instrumentation. This is for depuy synthes cslp.